Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. Stent had detached from balloon and was returned with the device for analysis. A visual examination of the stent found the stent severely damaged with struts bunched and overlapping. The product stent protector was returned for analysis with the device and the inner diameter was found to be within specification. Based on the complaint report, stent detachment and damage occurred due to incorrectly removing the stent protector during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 3.6cm distal from the end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one outer extrusion and inner lumen kink at 66mm distal to the port bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. The stent protector was removed incorrectly by grabbing the tip of the stylet causing stent damage and the dfu states: ¿carefully remove the stent delivery system from its protective tubing for preparation of the delivery system. When using a monorail¿ system, do not bend or kink proximal shaft during removal. Remove the product mandrel and stent protector by grasping the catheter just proximal to the stent protector, and with the other hand, grasp the distal end of the stent protector and gently remove.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08412; 2134265-2016-08411; 2134265-2016-08418; 2134265-2016-08232. It was reported that stent damage occurred. The target lesion was located at the left main bifurcation into the left anterior descending artery and circumflex artery. A rotablator console, dynaglide foot pedal, 1.50mm rotalink¿ burr, rotalink¿ advancer and a synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During testing of the burr outside of the patient, it was noted that the burr would not stop spinning. The ablation procedure was aborted and the physician proceeded to perform stenting instead. As preparation of the stent was done outside patient¿s body, the protective cover and stylet were pulled off by grabbing the stylet and protective tip. It was noted that the stent was deformed on the balloon. A promus premier was used to finish the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08412; 2134265-2016-08411; 2134265-2016-08418; 2134265-2016-08232. It was reported that stent damage occurred. The target lesion was located at the left main bifurcation into the left anterior descending artery and circumflex artery. A rotablator console, dynaglide foot pedal, 1.50mm rotalink burr, rotalink advancer and a synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During testing of the burr outside of the patient, it was noted that the burr would not stop spinning. The ablation procedure was aborted and the physician proceeded to perform stenting instead. As preparation of the stent was done outside patient's body, the protective cover and stylet were pulled off by grabbing the stylet and protective tip. It was noted that the stent was deformed on the balloon. A promus premier was used to finish the procedure. No patient complications were reported.